Event description:
A hosp in (B)(6) reported via our distributor that a rt040 full face mask seal was found to be separated from the mask base while still in its unopened bag. This was found before pt use.

Manufacturer narrative:
(B)(4). The returned rt040 full face mask was visually inspected for seal separation. Results: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. Visual inspection of the complaint mask revealed that the seal was glued properly with a continuous bead of glue. We have received no other complaints of this nature for lot# 090713. Conclusion: we are unable to determine the root cause of the separation as the seal and base of the returned rt040 mask had been almost completely separated prior to receipt. Our visual inspection of the device shows that the mask was glued properly, so there is no indication that the seal separation was related to a mfg defect. We are aware that seal separation may occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are monitoring this failure mode as a part of our ongoing trending.